Manufacturer narrative:
The complaint report indicated that a returned sample was not expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. The lot number provided is missing a digit from the 4 digit section of the lot number (it only has 3 digits in this section). The lot numbers for the above trend were reviewed; however because no lot number was provided, it could not be determined if this lot has been associated with a previous complaint. A root cause for the reported condition is attributed to the manufacturing process when one sponge from a bundle of 10 sponges was inadvertently placed into another bundle of 10 sponges during the handling process. This would account for the increase in the bundle from 10 to 11. This can potentially occur when handling the product, during the packaging stage. A formal corrective and preventative action (CAPA) has been opened to address the issue described in the compliant. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 10/27/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a vistec sponge. The customer reported that when they opened the package there were 11 sponges versus 10.